Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient advocate contacted boston scientific technical services (ts) with report that this cardiac resynchronization therapy defibrillator (crt-d) delivered shock therapy. The patient performed an interrogation with their remote home monitoring equipment and indicated that the interrogation data didn't transmit to the clinic. Review of remote interrogation data by another boston scientific company representative confirmed that the interrogation data containing the shock therapy episodes did transmit to the clinic. Additional review of stored device memory by ts noted that the shock therapy episodes were appropriate for a fast ventricular rhythm and also noted that the crt-d and another manufacturer's left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms on a few occasions. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.